Event description:
It was reported threading a forceps down the biopsy channel was difficult down by the distal end , however, user were able to get it out and when the brush was put down during the cleaning process , there was black on the user gloves. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
Follow up communication with the customer , the following information were provided: the scope was used for the entire procedure. User were able to eventually thread the biopsy forceps through the end of the channel and move along with the case. No debris was noted on the monitor and it did not affect the patient or their care. The condition of the patient was not impacted by the failure. The procedure did not need to be cancelled or postponed. The procedure being performed was a diagnostic colonoscopy. The procedure was not completed with a different device. The procedure was not prolonged. The patients anesthesia or sedation was not extended. There was no medical intervention required. There were no other devices connected to the device. The patient demographics or pre-existing conditions could not be provided. The subject device was received and evaluated . Device evaluation found cracked a-rubber glue (bending section) , minor dents/scratches found on insertion tube , control body, light guide tube and scope connector. Leak observed on the device instrument channel. Distal end c-cover noted with dents and scratches. Switch button #1 found with hole however, switches were functioning properly. Cover plate found bent , play observed on the control knob, light guide lens noted cracked with debris. Objective lens edge has a chip. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material could not be determined as the issue was not reproduced. Olympus will continue to monitor field performance for this device.